Event description:
As reported for this event by the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the patient was found to have a large duodenal mass through which the doctor was unable to penetrate the ercp scope into the passage. When the ercp scope was removed from the patient, the doctor noted that the device was no longer attached to the tip of the ercp scope. The device was visible in the oropharynx but could not be retrieved with the patient in the current position of being prone on the stomach. The patient was turned over to be supine on the back. The device was noted to be in the patient mouth and removed from the patient body. The device was intact with no damage, nor was there any damage to the ercp scope. The procedure was completed with a regular gastrointestinal scope for biopsies. The removing of the detached device caused a few minutes delay which in turn required the patient to be under anesthesia for those extra minutes. There is no harm or adverse impact to the patient. There are two devices associated with this event: the ercp scope and the distal cap.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). The device is discarded by the customer and will be not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
The following additional information was received from the customer: it was confirmed that there was no patient harm as a result of this event. It is unlikely that any anti-fog agent was used on the scope lens. Some lubricant was likely used, as lubricants are often used on the majority of scopes to ease insertion. Staff reported that steps were taken to check if the distal cover connection was secure once attached to the scope. Staff also reported that the distal cover had been pulled or twisted to make sure the cover did not come off. No model or serial numbers of other devices used in conjunction with these devices at the time of the event were provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the distal cover falling off. At this time, the likely causes of the distal cover falling off the scope are as follows: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. Please note, in this specific reported event, it is highly likely that the cover was not properly attached to the scope based on the information obtained regarding the event. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes information added to. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the previous supplemental report, follow-up number 2. The correct aware date should have been november 29, 2023.